Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimu lation kept going on and off. Patient said they would get the stimulation sensation and then it would go away, then come back, then go away and come back. Patient mentioned they met with their representative andrew the other day and representative programmed stim to where stim was up in their back a little bit instead of just in their leg. Patient then said now stim was back in their legs and not in the back where they needed it. Patient also mentioned the rep said patient had 2 leads and everything looked good, but patient's registration only shows one lead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient would try to contact rep again. When asked doctor, patient only said they see a pain doctor now, but did not give their name. *see 705691071* for (patient later mentioned they'd had so many issues with not getting stimulation in their back where they were hurting and said they didn't need stim in their legs - rtg0459513).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.